Manufacturer narrative:
A service engineer has been o nsite and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator during a pre-use check failed the safety valve test. There was no pt involvement. (B)(4).